Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow\-up report will be submitted after investigation.

Event description:
It was reported that: device sheath valve kept pushing back device bypass tube. New device opened but white tube wire lumen was lost. 3rd device opened, entire sheath and manta device replaced and worked well. Immediate hemostasis. Additional information: second manta deployed in first manta valve experienced push back from bypass tube. Guidewire lumen also was pushed out with advancing, but due to physician error. The problem was the sheath valve and that should have came out and switched. Could you please confirm that it was the guidewire lumen that was missing? The guidewire lumen was in the device. When introducing the 2nd device they did not switch valves. Associated to MDR 3010252479-2022-00389 manta.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an undisclosed procedure, an 18f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered moderate/severe resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when resistance was met (associated to fu-3010252479-2022-00389 manta). A second 18f manta device was opened, and the first 18f manta sheath remained in place. Again, while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered moderate/severe resistance attempting to advance the bypass tube into the sheath hub. The guidewire lumen was pushed out while advancing, due to physician error. No buckling or bending occurred to the bypass tube when resistance was met. The second 18f manta device and the first 18f manta sheath were removed and a third 18f manta device and sheath were opened, deployed successfully, immediate hemostasis was achieved. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Procedure requirements indicate the manta closure must be deployed using the manta sheath provided in the manta package. Do not substitute any other sheath.